Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. After the procedure, the patient had to undergo the re-operation owing to the retained abscess. The experienced doctor checked the video of the first procedure and found that a few burns occurred by using the subject device. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. The device handling that may result in the burn has been warned in the instruction manual as follows; whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Refer to ¿temperature of the shaft, grasping section, and probe tip during activation¿ on page 56 for details of the temperature.